Manufacturer narrative:
(B)(4). D10: g7 pps ltd acet shell 54f. Item: (B)(6). Lot: 66593825.4 g7 hi-wall e1 liner 32mm f. Item: (B)(6). Lot: 663703232. Unknown head. G2: foreign ¿ australia. H6: proposed component code: mechanical (g04) - stem. The location of the reported device is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 4 years post implantation due to anterior pain and unequal limp length. Due diligence is in progress for this complaint; to date no additional information or product has been received.